Manufacturer narrative:
Model number: 72404133, lot number: 0139442010, model description: belt cuff fgs 5.5 cm iz. Model number: 72404127, lot number: 0160757003, model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss from the pressure regulating balloon. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the patient became incontinent again. Upon explanting the balloon it was noticed that there were only 2cc's of fluid remaining. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.